Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing that resulted in a signal artifact monitor (sam) episode to be stored. The noisy signals were a result of a medical procedure. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.